Manufacturer narrative:
A medtronic representative performed an imaging system check-out, system did not boot up. Medtronic representative re-installed 3.2 software and performed a system check. System performed as intended. No further issues have been reported. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the mobile viewing system (mvs) and the image acquisition system (ias) were disconnected during boot-up and the pendant was unresponsive on the system booting, please wait step. Trouble-shooting the imaging system, the navigation system and the umbilical connection did not resolve the issue. The surgeon opted to proceed without the use of imaging system or the navigation system, and completed he procedure after a one hour delay in therapy. There was no impact on patient outcome.